Event description:
Reporter alleged the blo0d glucose monitoring device results in the memory do not "what is written down in the log book." Reporter stated there are readings in the 300's & 50's mg/dl which he is unaware of these readings being taken relative to the date associated with them. Reporter indicated no actions were taken and no treatment was associated with the alleged report. A request was made for the return of the suspect product and replacement product was sent.